Event description:
The customer stated the unicel dxc 600 pro synchron system generated blank absorbance low errors (no result value) for multiple cartridge chemistries, calibration failures, and a leak from reagent probe a. No erroneous patient results generated and no exposure reported. Customer was wearing gloves and lab coat.

Manufacturer narrative:
Beckman coulter hotline support assisted customer to troubleshoot over the phone. Customer discovered a loose fitting on reagent probe a tubing assembly. The customer tightened the fitting which resolved the leak and instrument errors. Service was not requested or dispatched for the event. Beckman coulter internal identifier is (B)(4).